Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument sparked. 13 lives remaining. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: cauterizing was being performed when the event occurred. There was no injury to the patient. There are no videos of the event. The corrected instrument part number and batch sequence number are 471205-19 k19241024-0325.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection revealed no damage. The instrument was placed and driven on an in-house system, where it passed recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity test and released energy as expected, with no arcing observed. It was found to be fully functional, and no product-related issues were identified. Instrument errors or complications reported by the user, in the absence of any identified product issue, may be attributed to customer-induced factors such as improper use or recognition difficulties.

Event description:
Refer to h11 for follow-up information.